Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, it was reported that a solution bag disconnected from the setup (without falling) which is known to cause this alarm. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred on the homechoice (hc) device during fill 2 of 4. The home patient (hp) was connected at the time of the alarm. During troubleshooting, it was noted that the heater bag disconnected from the heater line without falling. The technical service representative (tsr) explained the alarm to the hp and assisted the hp in clearing the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.